Manufacturer narrative:
The events, skin necrosis and visual disturbance caused by vascular compromise, are already addressed in the labelling for our hyaluronic acid filler products. The event, retinal edema, not explicitly mentioned in the labels but can be considered secondary to ischemic injury. No action will be initiated. The suspect product is an unspecified hyaluronic acid filler. Lot number was not reported. (B)(4). (B)(4) preferred term codes: (B)(4) blindness, (B)(4) retinal artery occlusion, (B)(4) retinal oedema, (B)(4) implant site necrosis. (B)(4).

Event description:
Case reference number kr15009052 is a literature report identified on 15-dec-2015. Kim, y-k; woo, sj et al.; cerebral angiographic findings of cosmetic facial filler-related ophthalmic and retinal artery occlusion; j korean med sci; 2015; 30: 1847-1855. Medical records of patients who were diagnosed as having ophthalmic artery and/or retinal artery occlusion associated with cosmetic facial filler injections of autologous fat or hyaluronic acid (ha) and underwent intra-arterial thrombolysis (iat) along with transfemoral cerebral angiography at the seoul national university bundang hospital (seongnam, korea) between january 1, 2008 and august 31, 2014 were retrospectively reviewed. Patient specific information: patient 3. Female, (B)(6) years. The patient was injected with unknown amount of unspecified ha filler to glabella and nasal dorsum. The patient arrived to the emergency room within 1 hour after symptom onset and underwent an iat with 9,000 units hyaluronidase which resulted in partial recanalization. Patient was diagnosed with ophthalmic artery occlusion and skin necrosis. Result from the brain MRI scan was normal. The day after the iat, retinal vessels were still segmented and the margin was blurred due to retinal edema secondary to vascular injury. The choroidal perfusion was improved after iat, while retinal perfusion remained compromised. Patient had final vision of no light perception (follow-up over 7 months).